Manufacturer narrative:
Batch review performed on 06 september 2021. Lot 1906897: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-sep-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the 14mm insert with a 20mm one 9 months after primary to give the patient more stability. The surgery was completed successfully.